Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2021-00712. It was reported the patient had been receiving ineffective stimulation/therapy. As a result, the patient underwent surgical intervention. During the surgical procedure, the physician decided to explant the patient's leads.